Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient to remove a previous dexcom device in the bluetooth settings, disable then re-enable bluetooth, reset smart device, enter the transmitter ID and re-pair the transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Perform voltage test and unit has no voltage. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.